Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Received a report of continual right sided pain after mesh was implanted.

Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of prolite mesh passed all quality and performance requirement. The sterility records indicate that the lot in question was properly sterilized.

Manufacturer narrative:
We are unable to fully investigate this report as no product code or lot number was supplied. Clinical evaluation: prolite mesh is intended for use in hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a non-absorbable supportive material. With any abdominal surgery comes the risk of complications. Some of those risks include, but are not limited to adhesions, infection, and damage to the urinary tract, bladder, rectum or other pelvic structures which may require further surgical repair. It was reported that the patient experienced chronic right sided abdominal pain which may have been the result of any or all of her complicated surgical history prior to and including her hernia repair. Abdominal surgeries that may have contributed to the adverse effects reported by the patient include: open right hemicolectomy is a procedure that involves removing the cecum, the ascending colon, the hepatic flexure (where the ascending colon joins the transverse colon), the first one-third of the transverse colon, and part of the terminal ileum, along with fat and lymph nodes. Indications for open right hemicolectomy include numerous benign and malignant conditions. Pelvic floor repair may be indicated for pelvic organ prolapse. Prolapse is a condition in which organs, which are normally supported by the pelvic floor, namely the bladder, bowel and uterus, herniate or protrudes into the vagina. This occurs as a result of damage to the muscles and ligaments making up the pelvic floor support as a result of childbearing, injury or strain. Risks and complications depend upon the complexity of the individual case. Conversion to the open procedure may occur in case of unexpected complications. The obgyn surgery reported by the patient may have contributed to chronic pain and complications. Endometriosis is the development of uterine-lining tissue outside the uterus. Symptoms may include abdominal pain, heavy periods, and infertility. Treatment options include pain relievers, hormones, and surgery. An oophorectomy is a surgical procedure to remove one or both ovaries. An oophorectomy may be indicated for ovarian abscess, ovarian cancer, or endometriosis. A hysterectomy is an operation to remove a woman's uterus. A hysterectomy may be indicated for different reasons, including uterine fibroids that cause pain, bleeding, or uterine prolapse, which is a sliding of the uterus from its normal position into the vaginal canal. An appendectomy is a common emergency surgery that's performed to treat appendicitis, an inflammatory condition of the appendix. The appendix is a small, tube-shaped pouch attached to your large intestine and located in the lower right side of your abdomen. Abdominal adhesions are bands of fibrous tissue that can form between abdominal tissues and organs after abdominal surgery or inflammatory processes. Normally, internal tissues and organs have slippery surfaces, preventing them from sticking together as the body moves. However, adhesions cause tissues and organs in the abdominal cavity to stick together. Surgery in the lower abdomen and pelvis carries an even greater chance of abdominal adhesions which can become larger and tighter as time passes, sometimes causing problems and pain years after surgery. They may be thought of as internal scar tissue that connects tissues not normally connected. The instructions for use (IFU) warn to avoid direct contact with the viscera (intestines) to minimize the possibility of adhesions. The IFU states that pro lite is contraindicated for use in pelvic floor repair, pelvic organ prolapse repair or surgical treatment of stress urinary incontinence. The instructions for use also state, "complications may occur with the use of any surgical mesh including, but not limited to, inflammation, infection and pain." The fixation technique, method, and products used are left to the discretion of the surgeon to optimize clinical outcomes. Careful attention to proper fixation techniques and placement of the mesh product should be taken to help prevent excessive tension or disruption between the mesh material and connective tissue. Placing surgical mesh in contact with the intestines and/or improper surgical fixation can increase incidence of adhesions and pain.